Event description:
During a laparoscopic cholecystectomy, the ethicon ligamax5 endoclip applier misfired, with the clip getting stuck in the applier. The clip was stuck on the cystic duct, which required additional monitoring and/or treatment to prevent harm.====================== health professional's impression======================that the device misfired.